Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the devices doesn`t cut as it should. The customer experiences heat development. The reported event was not confirmed. The supplier evaluation revealed a loose screw at the retaining claw but not other malfunction had been observed.

Event description:
It was reported that the devices doesn`t cut as it should. The customer experiences heat development. There was no harm or adverse event for patient, operator or third party reported. No further information received.